Event description:
Reportable based on device analysis completed on 07-dec-2018. It was reported that the tip became damaged. A 6f long guidezilla ii was selected for use. During the procedure, there was a difficulty crossing the device and the back up became weakened. After completing the procedure, the device was pulled out from the patient and the tip was found to be flared and enlarge/expanded. The procedure was completed with this device. No patient complications reported and patient is stable. However, device analysis revealed a partial separation of the collar. The device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a partial separation at the collar, tip damage (slightly misshapen), and kinks in the distal shaft located 6 cm and 19.5 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.